Manufacturer narrative:
No medwatch form was received. The reported field event of an output anomaly was confirmed. Analysis found a damaged component on the high voltage output circuitry. The cause of the damage could not be determined.

Event description:
It was reported that during dft testing at implant, the device had an output anomaly alert upon initiation of charging and hv therapy delivery. The device was not implanted.